Event description:
During tunneling at implant, a vessel was punctured with the inspire tunneler. The surgeon applied pressure to stop the bleeding and completed the implant, resolving the issue in surgery.